Event description:
It was reported that during an unknown procedure, the staples failed to fire. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/22/2009. Evaluation summary: the analysis results found that one ec60 device was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.